Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient was on a hydromorphone infusion via pca module programmed with a continuous infusion and pca dose setup. Hydromorphone pca 9000 mcg/45ml (200 mcg/ml) 1 hr max limit - 200 mcg, pca dose 40 mcg continuous rate 40 mcg/hr. On (B)(6) 2021 at 1122, the pump alarmed "pca max limit". Per customer, this made sense clinically based on the ordered rate and pca doses delivered. However, it was stated by the rn that there was no warning that continuous infusion was being stopped. At shift change, the rn noticed that per device history, it stated "max limit met, pca continuous stopped." At the same time, it was also discovered that the patient had not been receiving the continuous infusion since 1122. Between 1122 and approximately 1600, the patient received two pca doses. The pump stopped the continuous infusion as expected; however, did not resume the continuous infusion as expected when the max limit would no longer be an issue based on the orders (restart should have occurred within 10-15 minutes). Patient went without continuous infusion of hydromorphone from 1122 to approximately 1617. The rn did not receive any alerts other the max dose limit alarm. There was patient involved and no harm to the patient.

Manufacturer narrative:
Omit : b15 - analysis of data provided by user/third party. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c codes. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that a patient was on a hydromorphone infusion via pca module programmed with a continuous infusion and pca dose setup. Hydromorphone pca 9000mcg/45ml (200mcg/ml) 1 hr max limit - 200 mcg, pca dose 40 mcg continuous rate 40 mcg/hr. On (B)(6), 2021 at 1122, the pump alarmed "pca max limit". Per customer, this made sense clinically based on the ordered rate and pca doses delivered. However, it was stated by the rn that there was no warning that continuous infusion was being stopped. At shift change, the rn noticed that per device history, it stated "max limit met, pca continuous stopped." At the same time, it was also discovered that the patient had not been receiving the continuous infusion since 1122. Between 1122 and approximately 1600, the patient received two pca doses. The pump stopped the continuous infusion as expected; however, did not resume the continuous infusion as expected when the max limit would no longer be an issue based on the orders (restart should have occurred within 10-15 minutes). Patient went without continuous infusion of hydromorphone from 1122 to approximately 1617. The rn did not receive any alerts other the the max dose limit alarm. There was patient involved and no harm to the patient.